Manufacturer narrative:
The investigation of the returned pod found evidence of an internal fluid leak. Discoloration was seen inside the device and residual fluid and corrosion was found on the surfaces of internal assemblies. A leak test was performed, which confirmed the presence of leak in the fluid path caused by a tear in the cannula tubing. The leak would have resulted in insulin coming into contact with internal components and assemblies, ultimately causing the device to fail. A pod malfunction, therefore, is confirmed to have been a contributing factor to the customer's high bg levels.

Event description:
The report indicated that the customer's bg levels remained consistently high (263-459mg/dl) during the first day of wearing the pod. Multiple correction boluses were administered in conjunction with manual insulin injections - his levels gradually lowered as a result, but still remained high (greater than 250mg/dl). Bg level continued to lower with this treatment regimen, but he decided to deactivate the pod. The device will be returned for evaluation.